Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (error e117) was confirmed and found to be caused by a defective ssd (solid state drive). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user reported that an e117 error code was displayed. There was no harm or user injury reported due to the event. The subject device is an olympus loaner device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due a defective ssd (solid state drive). Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: the customer reported that there was a problem with the subject device. A reportable malfunction (an e117 error code) was observed during device evaluation after the subject device was returned to an olympus service center. The customer did not report an e117 error code, as was previously reported in the initial medwatch report.

Manufacturer narrative:
This report is being supplemented to correct and clarify information that was provided in the initial medwatch report. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 28aug2023.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (an e117 error): the reported issue occurred while preparing the subject device, prior to an unspecified procedure. The intended procedure was completed using another device without a delay.